Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available the device was intentionally used outside the way its designed and intended. The performance, safety, efficacy, longevity, and durability of ring and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and or its studied population. The most likely cause is patient factors, including a history of congenital heart disease and the patient age at implant.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 6 years, 5 months due to stenosis. The patient presented with shortness of breath. The procedure was performed with a 23mm 9600tfx transcatheter valve successfully and the patient was in stable condition post procedure.